Event description:
It was reported that the patient with this pacemaker system experienced dizziness as well as weakness. Technical services (ts) was consulted ad upon review, it was noted that both this right atrial (ra) lead and the right ventricular (rv) lead channel exhibited noise oversensing. The oversensing led to inappropriate atrial tachy response (atr) pacing on the ra lead and pacing inhibition longer than two seconds on the rv lead. It was also noted that the ra lead exhibited low out of range pacing impedance measuring below 200 ohms, and the rv lead exhibited loss of capture. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.